Event description:
Reporting status: serious injury. Reporting rationale: restenosis. Device issue: none. Post market study case: it was reported that in 2006, a pixel stent was implanted in a lesion with a 90% stenosis. The vessel diameter was 2.5 mm. Another company's guiding catheter was engaged and a bmw universal guide wire crossed through the lesion. After intravascular ultra sound (ivus), a 2.25 x 15 balloon catheter was used to pre-dilate; however, a dissection occured. The pixel 2.25 x 18 was deployed to treat the lesion. Another 2.25 x 15 balloon catheter was used to post-dilate and the procedure was completed. During a follow-up visit, ten months later, a coronary angiogram was performed and restenosis was confirmed. No treatment was performed for this lesion. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info; however, the device was not returned for evaluation. As listed in the instructions for use, restenosis of the stented segment is a known adverse effect associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue. No device issues during the initial procedure were reported. The root cause of the restenosis is unk, but there is no indication of a quality issue.